Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to dyspareunia and sling erosion.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced discomfort, urinary leakage, burning sensations, vaginal odor, vaginal discharge, and chronic bladder infections.

Event description:
It was reported that following insertion the patient experienced discomfort, urinary leakage, burning sensations, vaginal odor, vaginal discharge, and chronic bladder infections.

Manufacturer narrative:
Date sent to the FDA: 02/03/2017. It was reported that following insertion the patient experienced urgency, frequency, dysuria, incontinence, and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis and urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.